Manufacturer narrative:
If additional information is received, a supplemental report will be filed at that time.

Event description:
It was reported that the patient with this pacemaker experienced syncope of an unknown duration. Boston scientific technical services reviewed the available device interrogation and observed repeated pacemaker mediated tachycardia episodes of an unknown duration. The patient experienced unknown symptoms that corresponded with the episodes stored. The device remains in service. No adverse patient effects were reported.